Event description:
It was further reported that the failure to interrogate was not observed again. The physician stated that last time they had seen the patient was (B)(6) 2020 and that pair mode was unable to be interrogated. It was further reported that the increase in seizures was "baseline per 2020 mode." No diagnostics or parameters able to be provided. Per the physician, no external factors contributed to increased seizures, and vns did improve the patient's seizures. No additional relevant information has been received to date.

Event description:
It was reported that the patient's generator was unable to be interrogated due to battery depletion although exact battery status was not provided and battery life calculation does not show end of service. The patient was also experiencing an increase in seizures and was referred for battery replacement. No known surgery has occurred to date. No additional relevant information has been received to date.